Event description:
The device handle would not twist properly and was making an unusual noise like a screech.====================== manufacturer response for ace harmonic shears, ascent======================they have not responded yet.